Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had a service wrench icon in its readiness display and prompted an alarm tone. The battery was removed to prevent the device from beeping. During device evaluation, physio observed that the device had logged multiple event codes into its memory. The device would not shock at a first attempt. On a second attempt, the device would shock but the defibrillation output would not go above 220 joules and was monophasic instead of biphasic. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the customer's device and determined that the cause of the reported issue was an integrated circuit, designator u1, on the analog pcb assembly.  Physio observed that pins 1-13 of integrated circuit u1 were electrically shorted, which damaged (burned open) a resistor, designator r212.  This resulted in a partial loss of defibrillator output energy due to the loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock.  Additionally, the defibrillator output energy was reduced. The customer was provided with a replacement device.